Event description:
It was reported that during implant, the physician noticed a small insulation break near the electrode. The lead was not used and a different lead was implanted. There was no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and the outer insulation was torn. It was noted that the lead appeared to have been damaged at implant. It was visually noted that the insulation around the suture holes is torn. Appears to be damaged at implant.